Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a failed display flex, moisture in the battery compartment, and a battery compartment leak. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. The battery cap did not fully secure to the pump due to a cracked battery compartment. The display screen was blank; therefore, further investigation of the pump reboots could not be completed. The blank display was replaced with a test display. The test display screen functioned properly. Moisture was observed in the pump battery compartment. A leak test was performed and a battery compartment leak was found. (B)(6).